Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump had alarmed "no disposable". The alarm was silenced and the settings were reviewed. The following parameters were noted: res vol: 13.9 ml, rate: 2.2 ml/hr, volume given: 90.7 ml. Despite reviewing the settings, the pump continued to beep. Troubleshooting was performed, the infusion was restarted, but the "no disposable" alarm reappeared. The pump was powered down, and the patient was instructed to contact the clinic for further guidance. Medication: 5fu. There was no patient injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.